Event description:
Found on routine office follow up premature battery drain. Bsc tech services confirmed. Manufacturer response for pacemaker, accolade l321el (per site reporter). Replace generator within 60 days.